Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported elevated blood glucose (bg) readings with dexcom g7 continuous glucose monitoring (cgm) while using a 6 mm inset infusion set. No leaks or alarms were present, and the user had not verified bg with a fingerstick. The agent guided the user through a full supply change, after which bg decreased to 231 mg/dl. The highest blood glucose (bg) recorded was 265 mg/dl. Bg was corrected through the supply change. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.